Manufacturer narrative:
All of the buttons on the insulin pump had intermittent button response due to flatten dome switches. The device had minor scratches on the lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer reported via phone call, he needed to return and insulin pump that was in (B)(4)and it had a keypad issue since 2011. Customer agreed to return the device for analysis.